Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported that some parts of the sensor wire might have broke and were left in the skin as he had redness and a pimple on the insertion site. He also noticed that there was a black dot in the middle of the pimple. The patient stated the area appeared to be infected so he went to urgent care. The patient said "urgent care doc dug around in my arm and found nothing." Follow up attempts to gather additional information about the event was unsuccessful. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection and depicted the puncture site with a white center and surrounding erythema. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 health effect - clinical code - e2010 needle stick/puncture. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).